Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow-up report will be filed once the investigation has been completed and the findings are available . (B)(4).

Event description:
Per customer's report on repair authorization form that " provider states knobs extremely difficult to turn, gauge does not work correctly all of the time. Has not been service in at least 6 years". (B)(4).

Manufacturer narrative:
Ref (B)(4). *investigation x-inspect returned samples *analysis and findings a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in march of 2005, under wo #33799. The complaint condition was confirmed. Service & repair pinpointed the problem to a worn out component within the high pressure regulator and references it as the pin cup. It is an internal component that is moved via adjustments of the knob. This component is made of metal with a soft section, possibly silicone, which can swell over time from its exposure to n2o. This prevents proper function/movement when the regulator is being adjusted. The root cause for this complaint condition is being attributed to wear and tear. *correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to at this time. *was the complaint confirmed? Yes *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per customer's report on repair authorization form that " provider states knobs extremely difficult to turn, gauge does not work correctly all of the time. Has not been service in at least 6 years". Reference repair order: 90556. Ref (B)(4).